Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had non-physiologic oversensing and noise, which triggered a lead integrity alert. A fracture was documented, but the physician suspected there may be a device set screw issue. The lead was capped and replaced, and during the revision, the set screws for the rv port and also the left ventricular port did not seem tight. A faulty header was possible so the device was explanted and replaced. No patient complications have been reported as a result of this event.